Event description:
Site reported that gdp-10 harvest graft delivery system failed at the luer connector. The luer connector was disconnected. There was no report of pt or user injury. This was found as I went to deliver the bone graft preparation to the field. Tech was drawing slowly and we discovered it was defective immediately. No bone graft preparation squirted out. Tech immediately took it off and handed it to me. Absolutely no impact on pt, pt was nowhere near where we were working and was covered by drapes, no delay in procedure, no impact on doctor.

Manufacturer narrative:
In total harvest received (B)(4) reports of gdp-10 leaks at the luer connector. Each report has been submitted to FDA as a separate MDR. As port of an investigation gdp-10 product was inspected and 2/135 luer connectors exhibited a cracks. Based on this investigation field action will be initiated and gdp-10 product will be recalled. The district office will be notified.